Event description:
It was reported that during a re-do- right atrial flutter ablation the patient, a (B)(6) male, expired. The physician reported a steam pop and waited 5 minutes before applying a few more rf lesions. The patient then began decompensating; tachycardia and a drop in blood pressure were observed. They performed a transthoracic echo revealing a pericardial effusion. A pericardiocentesis was performed. A code was then called, CPR performed, anesthesia intervened, blood transfusions administered. After an hour, intervention was stopped and the patient was pronounced deceased. No additional information regarding the patient is available. The physician did not provide an assessment regarding the cause of death but there were no reported malfunctions of any bwi products during the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4); stockert, model #: unknown, serial #: unknown; coolflow pump, model #: m-5491-02, serial #: (B)(4); halo catheter, model #: d-1160-37-s, lot#: 17064834l; webster cs with auto ID catheter, model #: d-1353-03-s, lot#: 17102925m. (B)(4).